Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault sf148 and found the occurrence of alarm 135. Internal inspection found contamination throughout the device. The evaluation determined that the device faults were most likely due to contamination of the pneumatic block. The pneumatic block was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) indicating a main blower failure. There was no patient injury reported as a result of this incident.